Event description:
Customer alleged motor just replaced 2 days ago and now is locking up. No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model tdxsi-hd, (B)(4) is approximately 10 months old. The owner's manual part number 1154294 rev h (jun-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the original left motor was leaking grease and was replaced by the dealer. The dealer alleges that 2 days later the replacement motor locked up. The consumer is an outdoor user who lives in the country. No injury alleged. A RMA has been issued and both left motors are to be returned to invacare for an inspection and evaluation.